Event description:
It was reported that during the implant procedure, the epicardial lead had high impedances and high threshold despite being repositioned several times. Eventually there was no pacing. The lead was replaced with a new lead. The new lead had high impedance, but remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).